Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery. The customer experienced low blood glucose levels but her most recent blood glucose level was a high of 331 mg/dl. Insulin did not exit and there was a greater than normal resistance with the plunger push. The alarm was caused by an infusion set and reservoir connection. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.